Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) field service engineer (fse) that during their case the right-side of the surgeon side console (ssc) monitor went blank. No other monitors were affected so surgeon used other ssc to finish the case. The fse will make a site visit to replace the high-resolution stereo viewer (hrsv) harness due to repeated parts replacements not resulting in fixed system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the issue was identified during the procedure and ports were placed. The issue happened 2-3 hours after robot had already been docked. The system started without error and problem was intermittent. The surgeon used other ssc to complete procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) harness due to repeated issue of right-side monitor turning off intermittently. Fse replaced previously replaced personality module surgeon console (pmsc), generic cart controller (gcc) and monitors twice. Each time part was replaced, the issue would return after several weeks. The hrsv harness was replaced to resolve issue. The system was tested and verified as ready for use. The hrsv harness will not be returned to isi.